Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire fridge was inaccessible due to a ¿failed to stay closed¿ error associated with drawer 2.3, which was determined to be unrecoverable. A field service engineer (fse) removed all medications and disassembled the interior of the system to access and replace the irac board. After completing the replacement, the system was successfully booted up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator hardware failure, unable to lock and light was constantly on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was completely failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.